Event description:
It was reported that during a whipple resection procedure, the device was fired on normal stomach wall, and the instrument closed and fired in a normal way. Upon inspection of the staple line it was noted that the staple formation of the middle part of the staple line was not correct. The staples were not formed in a b shape. The malformed staples were removed and the open part sutured. There was no patient consequence.